Event description:
It was reported that during the implant procedure, the lead was placed, but apparently an arterial vessel was dissected at the access site of the atrial lead. The patient experienced pectoral hematoma. The lead was attempted and not used. The physician elected to replace the lead at later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).